Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead. The rv lead insulation showed breaching and crush at the suture sleeve area. The physician elected to explant and replace the rv lead. The patient condition was stable.